Event description:
Caller alleged discrepant inratio2 results. Results as follows: customer is a new pt self tester being trained on the inratio meter for the first time. Date: (B)(6) 2013; nurses inratio: 3.2; 1st re-test: 6.4; 2nd re-test: 7.5. Date: (B)(6) 2013: inratio: 3.7; lab: 11.0. Date: (B)(6) 2013: nurses inratio: 2.3; 2nd re-test: 4.0. Time between visiting nurse and trainer tests could not be provided. Lot number/serial number of nurses meter was not provided. 1st re-test was performed 4 minutes after initial test, 2nd re-test was performed 9 minutes later. At 1:10 pm a lab comparison was run side by side with the inratio meter. Inratio value from (B)(6) 2013 was obtained at 11:10 am and the lab draw was performed at 1:00 pm. A non-coumadin pt was tested; inratio = 1.0. Finger stick was performed on the same finger for all 3 inratio tests. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Pt's condition/medication as a cause of the unexpected results cannot be ruled out. The 3.2 inr was excluded from comparison test due to no corresponding inr performed. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Inratio precision data provided by end-user: date: (B)(6) 2013; 1st inr = 7.1; 2nd inr: 6.4; 3rd inr: 7.5; fourth inr: 3.2; mean: 6.05; sd: 1.95; %cv: 32.3. Since %cv is more than 20%, inratio meter results failed the criteria for precision. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio meter = 3.7 inr; inratio meter =3.7 inr, reference = 11.0 inr; mean = 7.35. The calculated mean is greater than 5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio meter = 2.3 inr; reference = 4.0 inr; mean = 3.15; confidence limits = 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. In-house therapeutic donor testing has been performed on reported lot #310823 on (B)(4) 2013. Results as follow: donor a (B)(4); inratio: 1.8; inratio: 1.7; inratio: 1.8; reference 1.63; bias threshold 1.13 - 2.13; %cv: 3.27. Donor b (B)(4); inratio: 2.9; inratio: 2.8; inratio: 3.1; reference 3.43; bias threshold 2.43 - 4.43; %cv: 5.21. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data (set b - (B)(6) 2013) from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data (set a - (B)(6) 2013) from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on 08/26/2013, (B)(4) discrepant result complaints were reported for lot #310823 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.